Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was not sealing. It was unknown if regrasp alert or end tone was heard. It was also unknown if there was evidence of energy delivered.